Event description:
The inquiry initially prepared in 2006 documented "chunks of skin" were removed during a procedure and the involved device was the blade. The hosp contacted integra technical svc seven days later to report that or/or spd determined that the incident was due to a cracked head on the dermatome and not the balde as originally reported. The same dermatome was used twice with the same result. For the third attempt to remove a graft from the pt's side, a different dermatome was used and the physician successfully obtained the graft. No device will be returned.